Event description:
The customer reported to olympus that while using the ezdilate balloon dilator for a therapeutic procedure, the user was unable to pull this device from the scope after it was dilated. The issue occurred at the end of the case. The procedure did not need to be prolonged, and patient¿s anesthesia or sedation was not extended. Procedure was completed by cutting the balloon from the catheter to remove from the scope. The issue did not affect the outcome of the procedure and no medical interventions were required. Device connected to subject device during malfunction was an inflation device for endoscopic balloon dilatation model# maj-1740. There were no reports of patient harm or impact associated with this event. Related patient identifier: (B)(6).

Manufacturer narrative:
H7: upon review, this event has been associated with z # tbd / olympus ref # fy24-osta-08 a physical device inspection could not be performed on this device, as it was reported that the customer had discarded the device. The legal manufacturer (lm) however has conducted an investigation with research & development team. The investigation concluded that this nonconformance observed in this complaint was categorized as a process defect. An exhaustive revision of the process was completed, founding that occlusion partial or total was generated in the proximal bonding station due to misalignment of the d-mandrel or mandrel during the preparation for bonding process. The operator had not enough visibility to ensure the correct position of the d-mandrel or mandrel, causing melting material smearing occluding partial or total the diameter of the extrude. Causing two events, the first was the diameter is completely occluded which would prevent the balloon from inflating. And the second event would be that the diameter was partially occluded which would cause it to take longer to inflate or deflate. As a containment action, awareness was given to all operators on the line about the root cause of the complaint, and a quality alert was posted in the proximal bonding station. As a corrective action the process was improved by adding an additional inspection station, also a lighted magnifying glass was installed to check the preparation prior to the bonding process to ensure proper preparation. After bonding operation, the operator uses the magnifying glass to ensure that the mandrel still in the proper position. The actions were implemented on june-26-2023. Per lm, the DHR for the finished device (159-24673-06 / 375543) was reviewed; no abnormalities in documentation or process were noted. A CAPA history review was performed on 16oct2023 and found zero currently opened or closed capas related to the failure(s). Three documents were issued as a result of the large increase of complaints regarding the nordson ezdilate balloon dilator product family. As a result, a scar (scr-0000589), stop-ship (ss-300203), and hha (fy24-osta-08) has been issued to discuss additional actions and scope. These discussions are still ongoing as of 16oct2023 but will be documented in hha (fy24-osta-08). Olympus will continue to monitor field performance for this device.

Event description:
Related patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide a correction to previously reported information. MFR report #003790304 - 2023 ¿ 00440 patient identifier : (B)(6). H7: upon review, this event has been associated with z # tbd / olympus ref # (B)(4). A physical device inspection could not be performed on this device, as it was reported that the customer had discarded the device. The legal manufacturer (lm) however has conducted an investigation with research & development team. The investigation concluded that this nonconformance observed in this complaint was categorized as a process defect. An exhaustive revision of the process was completed, founding that occlusion partial or total was generated in the proximal bonding station due to misalignment of the d-mandrel or mandrel during the preparation for bonding process. The operator had not enough visibility to ensure the correct position of the d-mandrel or mandrel, causing melting material smearing occluding partial or total the diameter of the extrude. Causing two events, the first was the diameter is completely occluded which would prevent the balloon from inflating. And the second event would be that the diameter was partially occluded which would cause it to take longer to inflate or deflate. As a containment action, awareness was given to all operators on the line about the root cause of the complaint, and a quality alert was posted in the proximal bonding station. As a corrective action the process was improved by adding an additional inspection station, also a lighted magnifying glass was installed to check the preparation prior to the bonding process to ensure proper preparation. After bonding operation, the operator uses the magnifying glass to ensure that the mandrel still in the proper position. The actions were implemented on june-26-2023. Per lm, the DHR for the finished device (159-24673-06 / 375543) was reviewed; no abnormalities in documentation or process were noted. A CAPA history review was performed on 16oct2023 and found zero currently opened or closed capas related to the failure(s). Three documents were issued as a result of the large increase of complaints regarding the nordson ezdilate balloon dilator product family. As a result, a scar (scr-0000589), stop-ship (ss-300203), and hha (fy24-osta-07) has been issued to discuss additional actions and scope. These discussions are still ongoing as of 16oct2023 but will be documented in hha (fy24-osta-07). Olympus will continue to monitor field performance for this device.